Event description:
It was reported that during a laparoscopic cholecystectomy procedure, first clip misfired when introduced into the trocar and some foreign material was noted in the jaw of the clipper. They have retained the foreign material for inspection. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what is meant by device misfired? Consultant was trying to fire the clip on a vessel and it seemed stuck. He used more force to fire and the clip popped out twisted. They noticed a piece of blue material within the instrument and replaced the clip applier with a new one and completed the operation. Did device not fire clip? Not initially, until more force was applied. Did device not feed clip? As above. Please provide more specific information on issue that occurred. How was case completed? With a new instrument.

Manufacturer narrative:
(B)(4). Additional information: = jaws. The analysis results of the el5ml found that the device was received with the jaws closed and upon inspection, one of the jaws was noted to be broken at the bifurcation. In addition, a bag with a blue foreign matter was received along with the instrument. Due to the returned condition of the instrument, no further testing could be performed in order to evaluate the clip formation and the firing force. The device was disassembled in order to evaluate the condition of the internal components and the remaining jaw broke off; evidence of corrosion was found throughout the broken area. In addition, seven clips were found inside the clip track. The most likely reason for jaw bifurcation breakage is stress corrosion cracking and the most likely root cause is exposure to a solution containing chlorine. In addition, in order to avoid this kind of issues please do not reuse, reprocess or re sterilize device. Reuse, reprocessing or re sterilization may compromise the structural integrity of the device and/or lead to device failure that in turn may result in patient injury, illness or death. The material of the returned blue matter is likely from the surgical environment like, gowning or blue drape cover material, usually placed on the patient or instrument tables. There have been incidents where other instruments are inadvertently activated on one of these surfaces which result in melting of the material; this material is later found in the surgical site or on the instrument.